Event description:
The "slow gas leak" alarm sounded from the pump. No blood was noted and iab was refilled. Then, blood was noted in the catheter and the iab was removed. (Event complications: unknown - reported 2/27/97.) (Pt's current status: unk - rpt'd 2/27/97.)

Manufacturer narrative:
Evaluation: underwater leak testing disclosed a leak in the membrane. Under microscopy, a penetration was seen within a whitish patch. The patch, when stained, exhibited the typical appearance of an abrasion mark. Probable cause of difficulty: the ragged edged penetration located within an abrasion mark is typical of that produced by calcified plaque during iabp.